Manufacturer narrative:
No unexpected compromised force sensor system alarms were noted during testing. The pump passed the displacement, rewind and basic occlusion tests. Unable to prime during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a stained end cap sticker and bleeding lcd screen.

Event description:
Customer reported that during rewinding there was an alarm. Customer states that the insulin is squirting out during the manual prime process. The blood glucose reading is 238 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.